Event description:
Artelon cmc spacer explanted due to pain.

Manufacturer narrative:
Too little information to perform investigation. The pain will decrease during the first year after surgery. Persistent pain can depend on insufficient fixation of the implant or concomitant arthrosis of the st-t joint.